Manufacturer narrative:
The investigation for the reported cardiac arrest and positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the cardiac arrest and positioning issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock received an impella cp device for mechanical circulatory support. Subsequently, the patient was moved to a different facility. An echocardiogram (echo) performed at the bedside revealed that the impella was directed towards the papillary muscle. The physician made an effort to reposition and torque the impella towards the apex, but this attempt was unsuccessful. Before the placement of the impella, the patient underwent percutaneous coronary intervention, which resulted in complications. The patient continued to code and expired within three hours of being admitted to the unit.